Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the case, they got an error of the ECG limb leads are disconnected or does not have a good contact and also the error of no ventricular reference and after an error with map ablation is defective has been appeared. In order to fix, they changed the ablation cable but the errors all remained except the defective map ablation (that has been solved). After they changed the ablation cable, when the physician disconnected the cable from the catheter they could see clear ECG limbs again and also had reference. Therefore, it was probably a catheter issue, so they took a new catheter smarttouch sf curve f catheter and the problems with ECG limbs and reference all resolved. They did not have error numbers. There were no patient consequences. The ¿carto recognition issue¿ was assessed as not MDR reportable. The device cannot be recognized by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The signal issue was assessed as not MDR reportable. The risk to the patient was low. Additional information was received on 25-jul-2022. The signal interference was observed on all ECG (bs+ic). The signal interference (noise) was observed on both carto and recording system. The affected catheter was inside the patient. It was requested if the physician had any intact ECG signal available to monitor patient heart rhythm (example: body surface, anesthesia monitor, defibrillator). The response was, ¿no, with none of mentioned above had the physician any intact ECG signal available to monitor the patient¿s heart rhythm.¿ the additional information received on 25-jul-2022 on the signal issue was assessed as MDR reportable for ¿bad/no ECG all channels (body surface and intracardiac)¿. Additional clarification was received on 05-aug-2022. It was confirmed that the physician did not have any intact ECG signal available to monitor the patients heart rhythm.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 14-sep-2022. It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the case, they got an error of the ECG limb leads are disconnected or does not have a good contact and also the error of no ventricular reference and after an error with map ablation is defective has been appeared. In order to fix, they changed the ablation cable but the errors all remained except the defective map ablation (that has been solved). After they changed the ablation cable, when the physician disconnected the cable from the catheter they could see clear ECG limbs again and also had reference. Therefore, it was probably a catheter issue, so they took a new catheter smarttouch sf curve f catheter and the problems with ECG limbs and reference all resolved. They did not have error numbers. There were no patient consequences. Additional information was received. The signal interference was observed on all ECG (bs+ic). The signal interference (noise) was observed on both carto and recording system. The affected catheter was inside the patient. It was requested if the physician had any intact ECG signal available to monitor patient heart rhythm (example: body surface, anesthesia monitor, defibrillator). The response was, ¿no, with none of mentioned above had the physician any intact ECG signal available to monitor the patient¿s heart rhythm.¿ additional clarification was received. It was confirmed that the physician did not have any intact ECG signal available to monitor the patients heart rhythm. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality, electrical, and cool flow pump tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. A magnetic sensor functionality test was performed and the device was visualized and recognized correctly; no magnetic issues were observed. An electrical test was performed and an open circuit was found on the tip area. Additionally, current leakage was observed on all electrodes except for the first one. During the visual inspection of the internal components, corrosion was observed on the electrical circuit board. A cool flow pump test was performed and water leakage was observed on the handle area. The irrigation tube was extracted and further inspected and it was found broken on the shaft area. The root cause of this damage could not be conclusively determined; however, it was concluded that it could be related to the electrical failure described by the customer and to the corrosion condition, which may have caused the current leakage failure observed during the electrical test. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed; however, the recognition issue could not be replicated. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Originally the lot number was not known. However, during the device analysis, the lot number was retrieved. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date fields were processed. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿carto recognition issue¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿bad/no ECG all channels (body surface and intracardiac)¿. -investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿bad/no ECG all channels (body surface and intracardiac)¿. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: circuit board (g02005) were selected as related to the customer¿s reported ¿bad/no ECG all channels (body surface and intracardiac)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 14-aug-2022, correction noted to the 3500a initial as the ¿g3. Date received by manufacturer¿ was processed as 21-jul-2022 and should have been 25-jul-2022 the awareness date of the reportable signal issue.

Manufacturer narrative:
The physician information was provided on 23-aug-2022. Therefore, updated section e. Initial reporter. The bwi product analysis lab received the device for evaluation on 07-sep-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).